Event description:
While rehabing his left arm patient felt the device fail on his right arm while pushing up from a chair.

Manufacturer narrative:
Still under investigation the cause of the issue as the device has not be returned yet. Intial findings of the x-ray show device was not implanted correctly.